Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, it was difficult to advance the steerable guide catheter (sgc). An attempt to dilate the vessel with the dilator was unsuccessful. Then it was decided to puncture the left groin, puncture was successful but was only able to advance sgc 15 centimeter into the vein. Stenosis was observed and the dilator was unable to widen to narrowed area. After consulting the vascular surgeon, it was determined that the balloon dilation would be feasible. Vessel was first dilated with 6mm balloon, then with 11 mm balloon and 12 mm balloon. The steerable guide still would not be able to advance over the stenosis. Dilation was attempted again, revealing the rupture in the vessel prior to the stenosis. Balloon catheter was used to seal the bleeding. After consulting the vascular surgeon, it was decided to seal the leak with two stents. Procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.